Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the bladeless trocars (10 and 12mm) were continuously leaking, causing loss of the pneumo. This resulted in an extra hour of procedure time and the use of other trocars; reusable and/or disposable from competitor companies. There was no adverse consequence for the patient. The devices were discarded.